Manufacturer narrative:
Regarding: MDR # 3003768277-2018-00047. See below our answers on the additional information requested. It is unclear if this event was a result of off-label use. Please provide any additional information available to explain whether you believe this event represented from off-label use. Specifically, please provide additional information [including model, lot, serial, and/or catalog number(s), if available] of the gamma knife positioning frame involved in this medical device report. Was this device labeled as mr conditional, and (if applicable) was MRI safety information followed? Answer: the gamma knife (gk) device is a well-established radiosurgery modality, mr examinations are part of gk procedures. To our knowledge, the gk is not used off-label. It concerns an elekta (B)(4) ¿leksel gamma knife perfexion¿, with serial no. (B)(4) (covered by patents (B)(6)). The site however had 6 sets of pins in use and it is unclear which pins exactly were used during the reported events. The incident was reported to elekta (reference #(B)(4)). Information about the incidents and pins used during the incidents were sent to elekta, and is further investigated by elekta in co-ordination with an engineer at site. Does the site where the event occurred have the scanwise feature installed? If so, how was the feature used in this incident? Answer: the scanwise feature is installed at the site. However, according to the information that was provided to us, the operators answer ¿no¿ to the question whether there are any implants used when scanning with the elekta frame.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
Philips received a report from a customer that a patient was scanned on an achieva 1.5t mr system with the quad head coil using a gamma knife positioning frame. The patient sustained a blister on the forehead.

Manufacturer narrative:
Based on the provided information and tests performed on site there is no indication of a malfunction of the mr system or coil used. Based on the location of the blister, it is concluded that the injury sustained by the patient is caused by the screws of the gamma knife positioning frame.

Manufacturer narrative:
Based on the provided information and tests performed on site there is no indication of a malfunction of the mr system, coil or gamma knife positioning frame used. This and similar incidents have been thoroughly investigated by a joint philips and elekta team, in cooperation with the local clinical radiation therapy team of the (B)(4) site. Amongst others, a site visit has been conducted together with elekta to observe the sites workflow, the log files of incidents were reviewed, the system was tested and a similar elekta frame was tested in best. Main results: patient injuries do not correlate with high rf dose examinations. There is no apparent placement of any parts of the frame at the location of the injuries. In a clinical setting 'no temperature rise' was observed, using a temperature scanner, that can explain any skin reaction on the forehead. It is concluded that the reported injuries are not related to the mr system nor the elekta gamma knife positioning frame. It is suspected that the injuries are caused by specific local actions.